Manufacturer narrative:
(B)(4). The investigation was completed on 10/17/2014. The customer did not return product for investigation. Retain cartridges were tested and are functioning according to specification.

Event description:
On (B)(6) 2014, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 3.43 on a patient . There was no patient information available at the time of this report. Preliminary investigation results on retains testing shows that lot p14133 is performing as intended. Return product is not available for investigation. Test date method time result (B)(6)2014 I-stat 17:40 3.43 (B)(6)2014 I-stat 20:30 0.09 (B)(6)2014 lab (dxi) unk 0.10 there were no injuries reported with this event. The investigation is underway.

Manufacturer narrative:
(B)(4).